Manufacturer narrative:
Patient information was not made available from the site. In trouble-shooting, the medtronic representative reported that the alleged inaccuracy was consistent when the navigation system accuracy was tested using resin head demo. On 09/08/2016 a medtronic representative, following-up at the site, reported the procedure was delayed approximately 10-15 minutes. The inaccuracy was alleged to be 2-3 millimeters off the intended target, and occurred during the navigation stage. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy of 2-3 millimeters within synergy cranial 3.0 software. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the navigation system to continue and completed the procedure without navigation. Delay in therapy was approximately 10 - 15 minutes. There was no impact on patient outcome. The medtronic representative provided recommendation on registration technique and recommended that the surgeon verify accuracy with multiple instruments using another demo exam/model.

Manufacturer narrative:
Patient information now provided.